Event description:
It was reported that, while in use on a patient, a 980 ventilator went into a ventilator inoperative status. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Based on all available evidence there is no indication the device stopped delivering therapy to the patient but entered backup ventilation.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator went into a ventilator inoperative status. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found a diagnostic code indicating the device entered backup ventilation. The se updated the software to the current revision. The se was unable to duplicate the reported issue. The likely cause of the event was unable to be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.